Event description:
The complaint is reported as: "one of my anaesthetic nurses opened the packaging of a hudson mask and handed it to the anaesthetist who applied it to the patient's face. A moment later she noticed something fluttering inside the mask. It was found that a part of the packaging was inside the mask." No patient injury/harm reported.

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and part of the packaging film was observed stuck to the mask. The sample sent was not received in its original packaging form (film surrounding the mask). The customer compliant description states that the sample was being used and a moment later of being in use the nurse found a part of the packaging inside the mask; however, it is unknown if all packaging film was completely removed while opening the package. The device history record of batch number 74a1902144 that belongs to catalog number 1049 has been reviewed and no issues or discrepancies were found which could potentially be related to this complaint. No non-conformance reports were originated for the lot in question that can be associated to the complaint reported. The DHR shows that the product was assembled and inspected according to specifications. The customer complaint is confirmed since a piece of film was found on the mask but with the information currently available it is not possible to assure that occurred during the manufacturing process. The root cause for the condition reported could not be identified. Nevertheless, an awareness session will be carried out with assembly personnel to notify them of this complaint. A review of the complaints history did not show similar issues.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "one of my anaesthetic nurses opened the packaging of a hudson mask and handed it to the anaesthetist who applied it to the patient's face. A moment later she noticed something fluttering inside the mask. It was found that a part of the packaging was inside the mask." No patient injury/harm reported.